Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for the treatment of the patient. A review of the revision operative notes indicated a tremendous amount of scarring and the knee was very tight in flexion particularly when removing the articulating surface implant. During the revision, the surgeon noted the original femoral component had been internally rotated compared to the intercondylar axis. The femoral component seemed to be translated posteriorly based on a false anterior cortex cut. The femoral component was easily removed with minimal bone loss. Zimmer package insert states pain as a potential adverse effect of the surgical procedure. Rehabilitation protocol and adherence thereto is unknown. It is unknown if the false anterior cortex may have contributed to the reported event. A definitive root cause cannot be determined with the info provided.